Event description:
It was reported that the customer had cracks near the reservoir window on the insulin pump. No further details given.

Manufacturer narrative:
Findings: cracked reservoir tube noted. Minor scratches on lcd window, cracked case at lcd window corner, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.